Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. No lv (left ventricular) capture was noted, and x-ray confirmed that the lead had pulled back into the svc (superior vena cava) area. The lead was programmed off pending revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m62 lead implanted: (B)(6) 2014; 5076-52 lead implanted: (B)(6) 2014. (B)(4).